Manufacturer narrative:
Product event summary: the sheath, 4f12 with lot number 99757, was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked and folded between 1.41 inches and 2.58 inches proximal from the tip. Deflection worked as per specification. The steerability difficulty was because of the kink on the shaft. The sheath failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter and sheath subsequently tested out of specification per the manufacturer's investigation.